Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records that were provided and reviewed by a health care professional. Review of the available records identified patient presented in ER with severe pain. Radiographs were provided and reviewed by a health care professional, which identified symmetric and neutral position of the implants. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-11421, 0001825034-2018-11419, 0001825034-2018-11420. Concomitant medical products: item #: 192807, item name, echo b-mtrc mp rp so 7, lot / software release #: 922670. Item #: 010000662, item name: g7 pps ltd acet shell 50d, lot / software release #: 6177434. Item #: 010000856, item name: g7 neutral e1 liner 36mm d, lot / software release #: 6197867. Item #: 650-1057, item name: cer bioloxd option hd 36mm, lot / software release #: 290728. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported patient suffered from right thigh pain post hip arthroplasty. The patient visited the emergency room due to the pain and mild osteopenia was found. No further information available at this time.